Event description:
Pt had "medical grade" liquid injectable silicone injected by a nyc dermatologist for improvement of wrinkles into glabella and nasolabial folds 15 years ago. Has now developed nodules which have been biopsied and diagnosed as silicone granulomas. Largest has been 5cm in diameter. They wax and wane in their size, are painful and are disfiguring. Dose or amoung: ?; frequency: twice; route: ID. Dates of use: 2 mos; diagnosis or reason for use: wrinkle correction;